Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight are not available for reporting. Date of event: unknown. This report is for an unknown quantity of unknown screws. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Implant date: unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was treated with a 4.5 variable angle condylar distal femoral plate on an unknown date, was noted to have a non-union. The patient was revised on (B)(6) 2016; the plate and an unknown number of screws were explanted and a retrograde femoral nail was implanted in the construct's place. The devices were easily removed, with no surgical delay, no additional medical intervention and no harm to the patient. The patient status was noted to be stable at the end of the procedure. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).